Event description:
Information was received from a business partner regarding a patient who was receiving baclofen via an implantable pump. It was reported the patient had double vision, had overdosed on baclofen, and was sleeping all day and all night. The patient's mother had found the patient in the shower unaware of their surroundings and had to call 911. The patient had fallen, had black eyes, and didn't know they were in the world. They were taken off the medication. Patient was also taking the medication gilenya.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.